Manufacturer narrative:
The rhogam syringe was not returned to ocd for eval. Ocd qa reviewed the complaint files for similar complaints against this lot of product. To date, there have been no similar complaints.